Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3037, serial# (B)(4), implanted: (B)(6) 2014, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was in a nursing home and upon speaking to her nurse today she was informed that the patient had been having issues with infection since implant. It was discovered that the patient¿s temporary evaluation wire was never removed and that was getting infected. Wire was removed about two weeks ago. The patient was healing and implant was doing fine. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.